Manufacturer narrative:
The pod was received with cannula not deployed. No issues were found in the device that would result in a needle mechanism failure to deploy needle. Inspection of the device found that the pod was never activated at the time it was received prior to investigation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by a patient that the needle mechanism deployed prematurely before the pod was applied.